Manufacturer narrative:
(B)(4). Investigation summary: in response to the event reported a device history review was conducted for lot number 9298431. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by your facility for evaluation, previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. Investigation conclusion: no abnormality found on the manufacturing process. The issue may be related to product transportation. Root cause description: according to the analysis on the causes of bent needles in the past, the defects may be caused by improper production, transportation and use processes, and the angle of bent needles may be caused by different reasons. Rationale: CAPA#(B)(4) has been implemented.

Event description:
It was reported that the bd intima-ii" closed IV catheter system needle was found broken in the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020 intravenous infusion for the children should be performed with intravenous indwelling needle puncture. Open the package to check the indwelling needle, and it was found that the vein indwelling needle was broken. The children should be replaced with intravenous indwelling needle for puncture, without any adverse reactions or consequences".